Manufacturer narrative:
Corrected: reporting number. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege suffered symptoms and damage to his body including but not limited to constant and severe pain in her left thigh and groin, popping sensation when going to and from a sitting position, metallosis damaging the surrounding bone and tissue, other infection and inflammation of surrounding bone and tissue, a lack of mobility, and chromium and cobalt metal toxicity. It is further alleged that the patient is considering revision surgery.

Manufacturer narrative:
Plaintiff's preliminary disclosure (ppd) form, operative report and implant log with implant stickers received which identified patient's date of birth, part/lot information and date of implant. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.